Event description:
New information noted that the patient presented to the hospital due to large sacral decubitus ulceration on (B)(6) 2018. The patient was also diagnosed with congestive heart failure ¿ chf, pleural effusion; left basilar infiltrate/pneumonia with asymmetric airspace disease in the left hilar region. It was also noted that the cardiac area was enlarged; there was predominant enlargement of the right atrium and right ventricle. The patient was taken to surgery for debridement of the wound, diverting colostomy was performed. The patient was medically optimized but sustained a cardiac arrest postoperatively. Advanced cardiac life support ¿ acls was performed for an hour until the patient was pronounced dead. There is no known allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.